Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify a35 alarm and e70 alarm due to motor error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm in history as well as another insulin pump error alarm. Customer¿s blood glucose was unknown. Customer stated that drive support cap was normal. Troubleshooting was performed for motor error alarm. Customer was able to clear the alarm but piston was not retracting and insulin pump was showing numbers counting then insulin pump rewind. Customer was clear and rewind the insulin pump error alarm. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and refer to back up plan. Customer declined troubleshooting for low reservoir alarm and high blood glucose. Insulin pump will be returned for analysis.